Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found lens haptics bent. There was evidence of clear surgical residue on the product. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -08.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(4)